Event description:
It was reported that after an MRI scan, the device was found in backup vvi mode with high-voltage therapy disabled, as it had not been programmed to the appropriate MRI settings before the scan. The device is MRI conditional. The device was successfully restored. The patient was in stable condition with no adverse events.